Event description:
During follow-up, the device would not comunicate. Device status command was performed in an attempt to communicate with device, but no communication was possible. It was also noted that the device was pacing at an abnormally high rate. The decision was made to explant the ICD.